Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred before or after the patient began automated peritoneal dialysis therapy. The cause of the hernia was not reported and it was not reported if the hernia had worsened due to peritoneal dialysis therapy. The patient was hospitalized for the event and underwent hernia repair surgery. The patient was discharged from the hospital after one day. The patient was reported to be recovering from the event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.